Manufacturer narrative:
It was reported by the caller that there is a "lip" right after the electrodes on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and dilator. The surface was not flat. This issue was on the black part of the device. The sheath was replaced, and the issue was resolved. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was bumped. The device was inspected and no rough conditions were found. Afterward, the dilator was also inspected and it was found in good condition, no damage was observed. A device history record was performed for the finished device batch number, and no internal actions were identified. No rough conditions were observed however, the bump on the tip could be related to the issue reported; therefore, the customer complaint was confirmed. The damage on the tip could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be noted that the product failure is multifactorial. The dilator issue reported was not confirmed since the dilator was observed in good condition. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the issue of a ¿lip¿ reported by the customer. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported dilator damage. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a sheath shaft rough issue occurred. It was reported by the caller that there is a "lip" right after the electrodes on the vizigo sheath and dilator. The surface was not flat. This issue was on the black part of the device. The sheath was replaced, and the issue was resolved. No adverse patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the current information, this was assessed as a MDR reportable sheath shaft rough issue. The dilator damage was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).